Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Additional information was received from the user please see b5 and g2 for further details. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. One of the following step-by-step scenario likely caused the event: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. Or 1. The distal end of the tissue pad was worn away and partially torn because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.". "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.". "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.". "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.".

Event description:
Additional information was received from the user. The probe was only damaged but not broken during the surgery. The user thinks that the probe was then broken during transportation or cleaning, but it was never reported to them. The user is positive that the missing probe is not within the patient. The device was inspected before use with no anomalies noted. The connection points to the generator were not inspected. There was no cable damage. The procedure was total laparoscopic hysterectomy (tlh). The customer reported event of an ultrasonic error occurred toward the end of the procedure during colpotomy. The doctor was performing seal and cut, setting 1:1. There was a nominal delay in the procedure, as required to open a new device. The facility did not file a report with health canada. The doctor has more than five years experience in the use of the device. The procedural tips and techniques instructions that were distributed on 27sep2013 have been shared with the user facility.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-sept-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. A visual inspection on the received condition was performed on the device. The distal end of the device was inspected under a microscope and found the probe is detached. A measurement of approximately 17 mm of the probe was detached and the missing portion was not returned along with the device. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. The ptfe pad (teflon pad) was inspected and found it partial split in cross direction metal not exposed. The wiper movement has some minor restriction due to tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for an issue of ultrasonic error received during an unknown therapeutic procedure. There is no reported harm or adverse impact to the patient. The procedure was completed with another similar device. Upon evaluation of the returned device, it was noted that 17 mm of the probe of the device was detached. The broken off piece was not returned. This medwatch is being submitted for the reportable issue of the broken probe observed during device evaluation.